Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 17-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 146 ml, flow rate: 5 ml/hr (24-hours), procedure: unknown, cathplace: port-a-cath, start date/time of infusion: (B)(6) 2018 at 3:56 pm, end date/time of infusion: (B)(6) 2018 at 12:00 pm. It was reported the homepump was placed on the patient. The following morning the patient went to the ambulatory facility at 8:00 am for complaints of sweating, feeling sick, vertigo and nausea. Exams were done and no cardiac issues or infections were confirmed. At 12:00 pm, that same day, the homepump infusion was ended. The device was in use for 20-hours. The patient was reported to be okay. Additional information received 14-aug-2018 stated the infusion was complete early. The infusion ended 4-hours earlier. Considering that the infusion ended early, it was surmised that the pump was empty.

Manufacturer narrative:
The device history record for the reported lot number, 0202521606, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 05-dec-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).